Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for past medical attention due to symptoms. The expected fasting blood glucose test result range is under 300mg/dl. The customer did report symptoms of vomiting, thirst, and frequent urination. Medical attention is reported as a result. Customer mentioned a past hospitalization. Customer was vomiting and could not see. Husband took her to the hospital on (B)(6) 2020. Customers reading at the hospital was 600mg/dl. Customer was given IV fluids, and insulin in her stomach and arms. Customer was discharged on (B)(6) 2020 with a 128mg/dl glucose reading. Customer was not given any new medications or treatments. Customer also states she is on a sliding scale. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/18/2021 and open vial date is three to four months ago. The meter memory was not reviewed for previous test result history.